Manufacturer narrative:
The occurrence date is unknown date in 2017. Manufactured october 19, 2016 - october 21, 2016. One actual folfusor unit was received at the plant for analysis. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined with no signs of abnormality found. The reported issue was verified. The cause was not determined, a nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the when a small volume folfusor was filled with fluorouracil but the inner elastomeric reservoir burst and the product leaked out into the plastic casing. There was no patient involvement. No additional information was available.